Event description:
Reference MFR. Report number: 3006705815-2019-01268. It was reported the patient experienced inadequate stimulation with their scs system. Diagnostic system testing indicated multiple low impedance values. In addition, patient needed an MRI and ipg was unable to go into MRI mode. Reprogramming and troubleshooting was unable to resolve the issue. As a result, patient underwent surgical intervention where in the scs system was explanted.